Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a magnesium sulfate 20 grams in 500ml bag was intended to be infused at a rate of 25ml/hr. The infusion was programed via device interoperability/barcode scanning. However, it was noted that 300ml was infused in over 30 to 45 minutes. Due to the event, it was reported that the patient developed shortness of breath, slurred speech, and the serum magnesium level was 18.1, which required the administration of calcium gluconate 2 grams intravenously. The patient, who was initially admitted to the hospital due to preeclampsia, was then transferred to intensive care unit (ICU) for close monitoring. The event occurred on (B)(6) 2022 between 1430 and 1630.

Event description:
It was reported that a magnesium sulfate 20grams in 500ml bag was intended to be infused at a rate of 25ml/hr. The infusion was programed via device interoperability/barcode scanning. However, it was noted that 300ml was infused in over 30 to 45 minutes. Due to the event, it was reported that the patient developed shortness of breath, slurred speech, and the serum magnesium level was 18.1, which required the administration of calcium gluconate 2 grams intravenously. The patient, who was initially admitted to the hospital due to preeclampsia, was then transferred to intensive care unit (ICU) for close monitoring. The event occurred on 30 october 2022 between 1430 and 1630.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available and d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.